Manufacturer narrative:
E1: adress line 1: (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged and the air detector was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal and air detector were both replaced.

Event description:
Analysis of the returned device found that the downstream occlusion seal and air detector were damaged. There was no patient involvement.